Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed on a lead via diagnostic imaging during routine follow-up. Patient was asymptomatic. Electrical function of the lead was tested with high, out of range, high voltage lead impedance noted. Lead remains implanted and patient will continue with routine follow-up.